Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Review of the pump history revealed a "no cartridge detected" warning associated. Rewind, load, and prime steps were performed successfully with no alarms. The force sensor was tested and was detecting correct force. The pump was exercised without alarms occurring. There were no visible defects observed on the force sensor.

Event description:
The patient and a cde reported that the pump dispensed insulin from the cartridge during the load step. The patient was disconnected from the infusion set at the time of the issue.